Event description:
It was reported that during the procedure in the heavily calcified left iliac artery, the 7.0 x 40 mm absolute stent system was advanced into the patient anatomy and the stent was deployed. During deployment, the proximal edge of the stent got caught on the sheath. The sheath was moved and the stent became elongated so that it extended from the bifurcation of the left iliac artery to the right iliac artery. The stent was post-dilated with an 8 x 40 mm foxcross dilatation catheter and the stent was fully apposed to the vessel wall. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, interaction with other devices, physician technique/handling, kinked shaft, and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all absolute .035 stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Based on the reported information, it appears that interaction with the sheath caused the reported inaccurate delivery, as it was reported that the proximal edge of the stent caught on the sheath causing the stent to stretch and extend into the bifurcation. It was reported that the absolute .035 was used to treat the left iliac artery, it should be noted that the indications for use as listed in the absolute .035 instructions for use states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use contributed to the reported deployment difficulties. A review of the lot history record was performed and there were no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.